Event description:
It was reported the customer's insulin pump was alarming and beeping with no messages present. The customer was also unable to rewind their insulin pump. The customer's blood glucose was unknown. Customer also reported they were stuck in the prime loop. Troubleshooting found the customer received a second series of beep, but the reservoir was not placed in the insulin pump. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.